Event description:
The patient reported experiencing elevated blood glucose of 500 mg/dl on (B) (6) 2010. She injected insulin via pen to lower her blood glucose. She believes the infusion device delivers too little insulin. Her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.